Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corrosion within the bearing. The presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated. The drill attachment could not be repaired and therefore, was not returned to the user facility.

Event description:
It was reported that during equipment testing conducted prior to the start of a surgical procedure, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.